Event description:
It was reported that the adhesive sleeve holding the pump fell off and caused the infusion set to be pulled out. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.